Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the device worked normally at first. After the myoma was cut about 100g, the blade did not extend from the sheath during use. The surgeon grasped the trigger several times, and then the blade extended and it worked properly. After that, the myoma was cut about 200g, and then the blade did not extend from the sheath at all. It was unknown how the procedure was completed. There was no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) 2013. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During evaluation, relative rotation between the drive tube and inner and outer sheath was frozen. Since both the housings were returned in disassembled condition, none of the functional tests could be performed during evaluation.